Event description:
Recently, hosp has been discovering after preparing admixtures of tpns that some of its final products have a single, fine, hairlike and clear particle. Hosp has tried various admixing techniques including the addition of phosphate-containing products to the final diluted product without success. Yesterday, a clear, circular particle was observed that resembled an air-bubble. All tpn admixtures are now filtered at the pt level. (Prepared in glass bottles).